Manufacturer narrative:
The customer was not required to return any materials for investigation. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.

Event description:
The patient stated that he received erroneous results when testing with coaguchek xs meter serial number (B)(4). The patient stated that he had a value of 2.8 inr prior to starting his vacation on approximately (B)(6) 2018. The patient stated that he also started amiodarone medication on approximately (B)(6) 2018 and was told that it would cause his inr results to be high. The patient stated that his inr results should not be higher than 3.5 inr. The patient was on vacation for 2 weeks and on (B)(6) 2018, the patient tested with the meter around 5 p.m. And the result was 8.0 inr. A few minutes later, he re-tested on the meter and the result was again 8.0 inr. Within 7 hours, a sample from the patient was tested in the laboratory using an unknown method, resulting as 5.1 inr. The laboratory value of 5.1 inr was believed to be correct. The doctor told the patient not to take coumadin that day. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment and medication was not changed based on the meter results. The patient currently feels ok. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is once per month. The patient is not anemic and does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient has not had any changes in coumadin medication. The patient does not have any diet changes or illnesses. The patient did not have a special or unusual diet. The patient did not have bleeding or bruising.